Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
A t2 ankle arthrodesis nail was being implanted at (B)(6) hospital. All sets were followed as per operative technique. After inserting partially threaded lateral talus screw and 2 x proximal medial tibial screws - the jig was then moved back to lateral side of leg to perform internal and external compression. It was double checked prior to insertion that the compression screw sat between the oblong and circular hole, without being seen in either space and that the lateral talus screw was inserted into the dynamic position. The compression screw driver (1806 3210) did not appear to engage the compression screw. After multiple attempts it was decided to forgo internal compression and use only external compression. During the latter part of the procedure the nail and all associated screws needed to be removed. The scrub nurse was asked to check with the compression screw driver to see if she was able to engage the screw whilst the nail had been temporarily removed. It was shown that although the screw driver was able to move freely - the compression screw was still not being engaged by the screw driver.